Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? What is the product code?

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle detached from the suture. Additional information has been requested.